Event description:
It was reported that during a total laparoscopic hysterectomy procedure, using all three buttons (max, min, adv heamostasis) tissue pad began to peel off of clamp arm of the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.